Event description:
It was reported that during implant the right ventricular (rv) lead was repositioned, however the helix could not be redeployed; therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary results revealed no anomalies found. The inner tubing was kinked/buckled. Blood was present in/on the helix/lobe mechanism and sleeve head. The lead appeared to have been damaged at implant.